Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during a code, they were pacing a patient and when attempting to increase the current, their device made a tone that sounded like it began charging to shock and they could no longer adjust the current. The staff had to power the device off and then back on, which allowed them to operate the device as expected. The patient did not survive the event and the customer was unable to determine if the device issue may or may not have caused or contributed to the patient's outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
The device was not returned to physio-control for an evaluation. Several attempts have been made via phone and email to follow up with the customer and request confirmation of device disposition, however no response has been received. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a code, they were pacing a patient and when attempting to increase the current, their device made a tone that sounded like it began charging to shock and they could no longer adjust the current. The staff had to power the device off and then back on, which allowed them to operate the device as expected. The patient did not survive the event and the customer was unable to determine if the device issue may or may not have caused or contributed to the patient's outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death".

Event description:
The customer contacted physio-control to report that during a code, they were pacing a patient and when attempting to increase the current, their device made a tone that sounded like it began charging to shock and they could no longer adjust the current. The staff had to power the device off and then back on, which allowed them to operate the device as expected. The patient did not survive the event and the customer was unable to determine if the device issue may or may not have caused or contributed to the patient's outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Death date of the initial medwatch report was blank. Death date of the initial medwatch report should be "(B)(6) 2019".

Event description:
The customer contacted physio-control to report that during a code, they were pacing a patient and when attempting to increase the current, their device made a tone that sounded like it began charging to shock and they could no longer adjust the current. The staff had to power the device off and then back on, which allowed them to operate the device as expected. The patient did not survive the event and the customer was unable to determine if the device issue may or may not have caused or contributed to the patient's outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.